Event description:
The manufacturer was contacted in reference to reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap auto biflex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam particles was found inside the assembly. Additionally, the device had dirt/dust contamination and displayed error code e053 (err comp log sem timeout) and e063 (err stuck knob key). The device was scrapped by the service center as per customer request.